Event description:
During a clinic follow-up, an increase in the capture threshold was observed on the right ventricular (rv) lead. During the revision procedure, the helix of the rv lead was unable to extend. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.